Manufacturer narrative:
Investigation was unable to replicate the reported problem but did identify excessive glue in the device. The excess glue was cleaned and devices were reassembled and the device was confirmed to operate as expected.

Event description:
User reported that the pump seized during set up. There was no patient involvement and thus no patient harm; however, this event is considered reportable.